Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. As the fragmentation pattern appeared on the cornea, the suction break occurred during fragmentation and was most likely due to patient movement as no additional complaints have been reported from this site that would indicate a system issue. There is not a recognizable adverse trend. The review the device history record (DHR) shows that all specifications were met and acceptable. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Results were within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Surgeon reported on (B)(6) 2016 that he had a patient that was treated with the catalys laser and there was a suction break, but not until after the fragmentation pattern was complete. Surgeon reported that he suppressed incisions prior to surgery. Surgeon proceeded to remove the anterior capsulotomy and nucleus without any issues. After the case was complete, he noticed the fragmentation pattern on the cornea.